Event description:
It was reported that their hospital sites more bleeding on insertion and blood in the catheter once passed through the needle. Also, the report also states there is a change in the tip geometry of the needle between luer and nrfit, although the catheter still exits at the same angle. There is an unknown number of occurrences. Additionally, a survey was conducted, and the responders reported that they have experienced excess bleeding, increased failures, dural punctures and inability to insert the epidural since the transition from luer to nrfit. It was noted that for the nrfit the tip geometry and design is significantly different, the thickness is altered, and the stylet is now metal ¿ so not simply the hub change. There was patient involvement and unknown patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: four (4) pictures were attached and reviewed. Pictures provided show an epidural catheter product focusing on the tip of the needle. No damage that could cause the failure mode ¿a0282 ¿ leaking¿ reported was found in the pictures provided. Since no lot number or part number was reported, it was not possible to trace the history of the product, however, according to the photographs provided, the product family could be identified, and it was confirmed by the manufacturing procedure that no changes have been generated since 05/27/2021. If the product is returned, lsm will reopen this complaint for further investigation. The failure mode will continue to be monitored and if a trend is identified an investigation will be open.